Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that after the procedure, the t.w. Power supply casing split at seam, it was not closing and a buzzing sound was heard. A new generator was put into service when this one was taken to biomed. There was no delay. There was no patient harm.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 09/12/2025. An investigation was conducted on 10/02/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply or the intact power cord. An electrical evaluation was conducted. An electrical evaluation was conducted. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over three (03) repetitions using "max life test method. The device passed the transected tissue test. The device was only able to transect fpur (04) times. There was no buzzing (noise) noted during the testing. Based on the returned condition of the device as well as the evaluation results, the reported failures "break" and "electrical problem" were not confirmed. An engineer evaluation was conducted . The complaint was not confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc low current output: 4.0 amps dc +/- 0.05 amps dc high current output: 6.0 amps dc +/- 0.05 amps dc the complaint vasoview hemopro power supply was tested using a fluke multimeter model 8846a (bmram ID# (B)(6)) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage output: 5.51 vdc (passed test). Low current output: 4.00 amps dc (passed test). High current output: 6.00 amps dc (passed test). The complaint vasoview hemopro power supply passed all three output tests. Conclusion: as a result of the complaint vasoview hemopro power supply passing all three output tests, the reported failure mode "electrical/electronic property problem" was not confirmed.

Event description:
N/a.